Manufacturer narrative:
Device was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site had discovered damaged instruments during sterile processing. The was noted that the probes are bent, the clamp screw is stripped and the reference frame is bent. There was no patient present when this issue was identified.